Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A new prescription form has been received with regard to a reported periprosthetic fracture of the femur.

Event description:
A new prescription form has been received with regard to a reported periprosthetic fracture of the femur.

Manufacturer narrative:
Corrected data: device code corrected from fracture to insufficient information since the event involved a periprosthetic fracture not a device fracture. Additional information: an event regarding alleged periprosthetic fracture involving a jts proximal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: x-ray review - the implant in situ was for a proximal femoral replacement which was inserted around nov 2013. The CT scan provided showed periprosthetic fracture of the distal femur at the plate fixation site. Therefore, the reason for revision has been confirmed. The reported incident could be due to poor quality of the bone or excessive force across the fixation site. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2013 with no reported discrepancies. Complaint history review: there has been 1 other event. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place due to periprosthetic fracture whereby jts proximal femur components were explanted. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.